Manufacturer narrative:
Follow-up #1: date of submission 11/13/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/03/2015 with the following findings: the pump was exercised for 24 hours with no alarms or power interruptions. The daily insulin delivery totals correctly reflected the user's programmed basal rates. No delivery defects were found during a delivery accuracy test. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an inaccurate delivery of insulin. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.